Manufacturer narrative:
For the four reported complaints, two devices were return and the other two devices were not returned to bd. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model mg1522. Biopsy instrument allegedly experienced self-activation or keying. These reports were received from various sources. Of the four patient, three had no reported patient contact and one event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model mg1522. Biopsy instrument allegedly experienced self-activation or keying. These reports were received from various sources. Of the four patient, three had no reported patient contact and one event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: for the four reported complaints, two devices were return and the other two devices were not returned to bd. Two devices were unconfirmed for self-activation. A root cause has not been determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for one of the reported malfunctions, the file was determined to be a duplicate and is no longer needed, however, since the file cannot be voided as an MDR has already been submitted via vmsr 2020394-2020-00307, this supplemental will reflect that change. H10: for the 3 remaining malfunctions, two devices were returned and the other device was not returned to bd. The returned devices were unconfirmed for self-activation. The one malfunction that did not return a device is inconclusive as no objective evidence was provided for review. A root cause has not been determined. The device is labeled for reuse. .

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model mg1522. Biopsy instrument allegedly experienced self-activation or keying. These reports were received from various sources. Of the four patient, three had no reported patient contact and one event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.